Manufacturer narrative:
The device is expected to be returned. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the battery gauge was fluctuating. The customer¿s blood glucose was 233 (mg/dl). The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the battery gauge was fluctuating. The customer¿s blood glucose was 233 (mg/dl). The customer continued to use the pump for insulin therapy.